Event description:
While used on pt, the screen became gray. No info on the screen was viewable. No harm to the pt. The medic used a backup device from a 2nd truck on the scene.

Manufacturer narrative:
According to the initial reporter, no additional info regarding the event or pt is available.